Event description:
Info received indicates that while the surgeon was preparing the product for use, one set of the pods, distal to the wire loop head-link, detached. The device was replaced and the procedure was continued with no adverse effect to the pt.

Manufacturer narrative:
Analysis: visual inspection of the returned product shows one set of suction pods is detached from the wire-loop headlink, as reported by the user. Product labeling contains instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers my compromise device performance." Conclusion: there was no pt event. Reduced device performance occurred and was related to the event.